Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, myopotential oversensing and non sustained oversensing was noted on the device, resulting in inhibition of therapy. The device was reprogrammed to resolve the issue. The patient did not experience any adverse consequences due to the event and was in stable condition.